Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. At that time, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2023 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2023. On (B)(6) 2023, 9 days after the procedure, the patient presented with a non-serious infection. The patient was medically treated with cefixime. The event is considered as recovering/resolving. The physician believes the infection may be related to the water vapor therapy procedure.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. At that time, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2023 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2023. On (B)(6) 2023, 9 days after the procedure, the patient presented with a non-serious prostatitis. The patient was medically treated with cefixime. The event considered resolved on (B)(6) 2023. The physician believes the infection may be related to the water vapor therapy procedure.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2023. At that time, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2023 under anesthesia. The patient was also prescribed prophylactic antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, and one treatment in the median lobe. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2023. On (B)(6) 2023, 9 days after the procedure, the patient presented with a non-serious fever. The patient was medically treated with cefixime. The event is considered as recovering/resolving. The physician believes the fever may be related to the water vapor therapy procedure.